Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted into the hospital approximately 3 months prior for a driveline infection. Fluid pocket was noted to be located near the aortic arch. The patient is currently at home on IV antibiotics. The patient remains ongoing.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.